Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sigmoid colectomy, there was poor staple formation and incomplete staple line. The staple line manually sutured.